Event description:
The customer reported that the product presented a leak. The customer reported no pt injury and that no pt info was available. Info provided to date does not confirm any pt involvement, resulting in the need for extubation and recannulation of a replacement tube. Multiple attempts have been made to collect further details surrounding the circumstances of this report.

Manufacturer narrative:
Sample in transit for investigation.